Manufacturer narrative:
Upon reassessment of the reported event, the event was already reported under MDR number 3010536692-2014-01803. The initial and follow up reports should be voided.

Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient has experienced a modular neck fracture, 9 years after implantation. The neck was implanted in 2005.